Event description:
No additional information has been received for this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: tissue was thick, but not extreme. Five or so days later, the post-op leak was discovered. Leak was in the posterior part of the rectum and saw free air. No adverse consequences for the patient. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that post op of a sigmoid colectomy procedure, the patient was diagnosed with a post op leak. It is not known if the patient had been released and then returned with symptoms. Performed a catscan and saw free air at the posterior part of the rectum. Monitored the patient in the hospital. It is unknown if there were any additional tests performed. Patient is now released and doing well. No other information was provided at the time. Device was discarded after the procedure at the account.